Event description:
It was reported that the device was not reprogrammed prior to the patient's open heart surgery. The device was interrogated after the surgery showing the device had 30 vf detections with aborted therapy due to possible high voltage circuit damage. Capacitor maintenance was performed and an sosd message was observed. The device was explanted and replaced.

Manufacturer narrative:
(B)(4). The reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuits were found to be damaged. The cause of the output anomaly could not be determined. (B)(4).